Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away. The cause of death was not provided. Whether the outcome was device or therapy related was not provided by the customer.

Event description:
The outcome was not considered device or therapy related, and the device operated as expected. Due to patient privacy laws the managing hospital would not communicate patient outcome information.

Manufacturer narrative:
Section a: additional patient information cannot be provided due to personal data privacy legislation/policy. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. It was reported that the patient expired. The cause of death was not reported; however, it was reported that the patient's death was not considered to be device related, and the device operated as expected. It was reported that the device will not be returned for evaluation. The customer communicated that patient outcome information would not be provided due to patient privacy laws. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 "introduction" of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.